Manufacturer narrative:
Updated data: b5 d4 h4 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant procedure, there were no anatomical factors that contributed to the deployment issue. No difficulty turning the deployment knob was reported and the capsule responded when the deployment knob was turned. Only one recapture was performed. It was noticed that a valve paddle was out of pocket of the delivery catheter system (dcs) so a new valve and dcs were prepared.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial:(B)(6); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. During deployment, the surgeon accidentally went past 80% by turning in the wrong direction. The valve was recaptured as its position was too high, however a paddle out of pocket was observed. The team was unable to attempt re-deployment. The valve and delivery catheter system (dcs) were removed from the patient and replaced. No procedural delay occurred. No adverse patient effects were reported.

Manufacturer narrative:
Third paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. During deployment, the surgeon accidentally went past 80% by turning in the wrong direction. Thevalve was recaptured as its position was too high, however a paddle out of pocket was observed. The team was unable to attempt re-deployment. The valve and delivery catheter system (dcs) were removed from the patient and replaced. No procedural delay occurred. No adverse patient effects were reported. Additional information was received that during the valve implant procedure, there were no anatomical factors that contributed to the deployment issue. No difficulty turning the deployment knob was reported and the capsule responded when the deployment knob was turned. Only one recapture was performed. It was noticed that a valve paddle was out of pocket of the delivery catheter system (dcs) so a new valve and dcs were prepared. Additional information was received that the valve paddle out of the dcs pocket was noticed when the valve was approximately one-fourth of the way recaptured.